Event description:
Patient was started on freestyle libre 14 day sensor (B)(6) 2020. On (B)(6) 2022, patient presented to ER. Chief complaint "low blood glucose not responding to oral glucose at home-pt wonders if it is a problem with her monitor". Accu-chek on arrival to ed 198. Further information from ed note: "glucose monitor right upper arm pt checks and documented via cell phone all glucose 55-60 even after accuchek here 198, pt monitor reads 100" clinical pharmacy specialist who is following patient confirmed the following- patient with appropriate sensor pack construction and appropriate application technique. Patient was also storing sensors correctly. Patient denies reusing sensors, denies severe dehydration/water loss/being critically ill, denies high dose ascorbic acid or salicylic acid, and denies recent MRI/CT/x-ray/hot tub/sauna use. Patient is not pregnant or on dialysis. Patient does not have a pacemaker. Lot number of non-working sensor unavailable. Pt discarded sensor. Suspect drug #1, dosing: use 1 sensor every 14 days for blood glucose monitoring.